Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Visualization was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve however became caught in the chords. The cds was able to be freed without issue however difficulty was met grasping the leaflets. The leaflets were eventually able to be grasped but post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, it is possible the slda was due to catching a chord during grasping of the posterior leaflet. There was no damage noted to the chords. A second clip was implanted to stabilize the slda clip, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on available information, the reported difficult grasping issue and difficult positioning appear to be resulted from reported poor imaging. The reported poor imaging was due to challenging patient anatomy. The reported single leaflet device attachment (slda) appear to be due to procedural circumstances. The reported medical intervention was a result of case specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.